Event description:
The customer received questionable results for several assays since (B)(6) 2013. Of the data provided for one patient sample that was tested on (B)(6) 2013, one result for phenytoin was discrepant. The initial result was 4.3 ug/ml, the repeat result on the same analyzer was 8.0 ug/ml. The repeat result on the other cobas c501 analyzer at the site was 8.0 ug/ml. The repeat result was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The phenytoin reagent lot number was 66738001 with an expiration date of 10/31/2013. The field service representative determined there was a problem with the rinse mechanism operation. He observed the system operation during mechanism checks. He removed and replaced rinse mechanism tubings, replaced the vacuum pump diaphragms and sample probe. He checked all voltages in the system and completed adjustments for rinse heights in cells and sample probe positioning. To verify the analyzer operation, he ran daily qc controls followed by (B)(4) precision run. All test results were within customers established ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.